Event description:
During the redo pvi atrial fibrillation ablation procedure, output issues resulted in the procedure being cancelled. After the patient was under sedation and the introducers and needles were placed, it was noted that there was an "unexpected error occurred. Application exited" message on the dws when the catheter was connected to port 7 or 8. The catheter and cables were exchanged twice, the catheters were in contact with the patient. The study was reentered two or three times, without resolution. The amplifier and dws were restarted two or three times, without resolution. The procedure was not completed or performed due to the issue. There were no adverse consequences to the patient.

Manufacturer narrative:
Based on the information provided to abbott and the images submitted, the occurrence of the reported event can be confirmed. The images appear to show an error message "unexpected error occurred" on a screen. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.